Event description:
It was reported to boston scientific that an imager ii torqueable catheter was used during a retrograde pyelogram, ureteroscopy, and stent placement procedure on (B)(6) 2014. According to the account, during the procedure, the physician injected dye through the catheter to visualize the stone in the ureter and while inserting the rigid ureteroscope, there was a foreign object seen in the patients ureter which was similar to the color of the catheter. It appeared as a long, thick thread of plastic. The foreign body was washed into the bladder where it was retrieved with a grasper. The procedure was completed with another imager ii torqueable catheter. The condition of the patient was reported to be fine at the conclusion of the procedure.